Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination revealed that the working length was twisted and the blue paint band at the tip was found peeled/flaked off. No other damages were observed on the tip. The condition of the returned incident device was not consistent with the complaint that the tip was torn, however, the blue paint band had peeled. The peeled paint band is likely due to the procedural factors, therefore, the most probable root cause is operational context. Based on the investigation results which confirmed the tip was not torn, this is no longer considered a reportable event. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a tandem rx cannula was to be used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, it was noted that the tip was torn or something peeled off. The procedure was completed with another tandem rx cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a tandem rx cannula was to be used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, it was noted that the tip was torn or something peeled off. The procedure was completed with another tandem rx cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.